Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the battery clip attached to the battery was broken. The device was originally returned for repair of a broken probe clip when the broken battery clip was found. Since this event occurred at the service center, there was no pt involvement during this event.